Event description:
It was reported that during an unknown procedure, the device would cut but stapled partially. The device stapled and cut but it was impossible to open it. No more detail. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1st attempt contacted affiliate to obtain additional information: on what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? What were the patient¿s pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? How long has the surgeon been using this device for this procedure (in years)? Was there a recent conversion to ees devices in this account or with this surgeon?

Manufacturer narrative:
(B)(4). Damaged joint cover. The analysis found that one device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Furthermore, the articulation feature was found damaged. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, the articulation bar was noted to be damaged. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.